Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 26.9 mmol/l. The customer also reported vomiting, ketones and abdominal pain. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. There was no tubing clamp available to conduct the high pressure test. The customer was advised to call back to continue troubleshooting once the tubing clamp is received. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.